Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vascular closure device was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Femoral access for the tavr was made on the patient's right femoral artery using ultrasound guidance and a micro-puncture kit. The patient's artery measured 8.0 mm in diameter. The vessel was reported to have no calcification or tortuosity. A 26 mm evolute valve was placed via a 14f procedure sheath. The reporter stated the operator had difficulty advancing or withdrawing any of the procedure sheaths. The reporter stated deployment of the manta vascular closure device (manta) seemed to go normally and hemostasis was achieved at the closure site. However, a post-deployment angiogram indicated a flow obstruction at the site of the manta. The operator attempted to cross over a .035 inch guidewire from the contralateral side. While attempting to advance a rim catheter over the .035 inch guidewire from the contralateral side, the catheter became entangled with the manta device and could not be released. A surgical cut down was performed. During the cut-down procedure, it was revealed the .035 inch guidewire had passed through the manta toggle and the catheter became entangled with the manta when attempting to advance it over the wire. Opening the artery also made it apparent that the reason for the initial occlusion seen on angiogram was due to the manta's toggle catching on a side branch of the femoral artery, preventing proper position. The manta was explanted, the femoral artery surgically repaired, and a self-expanding stent deployed to cover the remaining dissection.

Manufacturer narrative:
From the complaint description, manta was deployed and hemostasis was immediate. Post procedure angiogram showed a complete occlusion at the access site. A surgical cut down was performed and revealed the manta toggle was caught on the side branch of the femoral artery, preventing proper seating for the toggle. The manta was explanted, and a covered stent was placed. The root cause of the vessel stenosis based on the information provided is the toggle catching a side branch. The IFU lists ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Risk documentation was reviewed, and vessel stenosis was identified as a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.